Manufacturer narrative:
Evaluation results: failure to follow instructions (excessive force used). Deformation problem (catheter deformed). Evaluation conclusions: failure to follow instructions (excessive force used). (B)(4).

Event description:
It was intended to use a resolute integrity drug eluting stent to treat a lesion. The device was removed from packaging per IFU and inspected with no issues noted. It is reported that during advancement through the guide catheter (non-medtronic), resistance was encountered and force greater than anticipated was used in an attempt to delivery the device. Subsequently, a catheter break occurred. The device did not pass through the tip of the guide catheter. The break was noted after the device was removed from the patient. No device fragments remain in the patient. The physician used another resolute integrity stent to treat the lesion. No patient complications are reported. Evaluation summary: the hypotube had detached 23.3cm distal to the strain relief. Kinks were visible on the hypotube 10.5cm proximal to the detachment site and 1.8cm, 18.8cm and 50cm distal to the detachment site. Both ends of the hypotube were oval and jagged at the detachment site. The stent was positioned on the balloon between the inner shaft markers with no deformation evident to the segments or struts.